Event description:
Event description cpi received information that this bipolar lead was removed from service due to oversensing. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the v electrogram showed oversensing. The physician elected to replace the lead with another of the same model.